Manufacturer narrative:
The pacing system remains implanted. Should additional information become available an amended report will be submitted.

Event description:
Boston scientific crm received information that a wound revision was performed as this cardiac resynchronization therapy defibrillator appeared to be showing signs of erosion as the skin was discolored and stretched at the base of the device. A low grade infection was also present. The device pocket was irrigated with betadine and the device was repositioned subpectorally. No adverse patient effects were reported.